Event description:
Further follow up revealed that patient underwent a surgical procedure on (B)(6) 2018 to revise ipg pocket, however physician proceeded to replace the ipg, due to pocket being too deep for a rechargeable ipg. Patient was implanted with a new ipg with appropriate depth.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced discomfort at the ipg site. It was also noted that patient¿s ipg has become inoperable (MFR report # 3006705815-201800143). As a result, surgical intervention may be pending to address the issue.